Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the customer's report was verified and attributed to the incorrect software being loaded and a corrupted language pack firmware. The correct AED plus application software was installed to remedy the report. Historically failures of this type are a result of the device's software being upgraded in the field. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.